Manufacturer narrative:
Investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples of the incident lot were selected from bd inventory for evaluation and testing and upon completion, no issues relating to erroneous results were observed as replicates of retain samples tested were acceptable in terms of both precision and accuracy. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the retain samples, the customer¿s indicated failure mode for erroneous results with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications. Rationale: based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications.

Event description:
It was reported that the bd vacutainer® lh pst¿ ii plus blood collection tube produced an "abnormal increase of troponin" in the sample after a retest 2 hours later, and then another retest 4 hours later. The following information was provided by the initial reporter: "abnormal increase of troponin levels in sample a few hours after re testing, 2 and 4 hours later."

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® lh pst¿ ii plus blood collection tube produced an "abnormal increase of troponin" in the sample after a retest 2 hours later, and then another retest 4 hours later. The following information was provided by the initial reporter: "abnormal increase of troponin levels in sample a few hours after re testing, 2 and 4 hours later".